Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a japanese infusor sv (small volume) leaked near the blue winged luer cap. This was observed during priming at the hospital. There was no patient involvement. No additional information is available.